Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). Fa investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical generator unit (iesu) was giving a c-34 error, and monopolar energy was not firing. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified c-34 errors in the logs. Prior to calling in, the customer had tried a new energy cord and instrument along with a grounding pad. The tse inquired if any third-party generators, computerized tomography (CT) scanners, or instruments were being used. The customer stated they had a handheld in the adjacent monopolar port. The tse recommended the customer to remove the handheld and perform a hard power cycle on the iesu. The iesu powered back on and immediately error with a c-34 error and another following c-34 error after the surgeon attempted to fire again. The tse inquired if the customer had an external force triad generator or a second vision side cart (vsc), but they did not. The customer was unsure how they would proceed. Isi followed up with the customer and obtained the following additional information: the procedure was not able to complete with the iesu. The procedure was converted to laparoscopic surgery due to monopolar energy was not working. System functionality was checked upon powering the system and the system initially powered on without errors. Isi technical support was called, but the problem was not able to be fixed. The patient tolerated the change, no additional ports were placed and there was no injury to the patient.